Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcba 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/pcba 1, the pump was monitored and functioned properly. Moisture damage was found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was found in the (B)(6) 2025 03:00:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube) and battery tube threads - cracked. Pump error 25 was confirmed, moisture damage on the j6/pcba 1 connector. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a power error detected or this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running (pump error 25) alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer was able to clear the alarm and complete the rewind. Explained how to resolve the power error detected condition. No harm requiring medical intervention was reported. No product return is required for mmt-1880.